Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a scheduled pulse generator check. During the visit, it was noted that the atrial lead exhibited noise oversensing that resulted in inappropriate pacing mode switch. The patient was asymptomatic to the event and the noise was not reproducible in clinic. The clinician elected to continue to monitor the lead. No changes were made.